Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator screen became black and the alarm could not be stopped. The device was replaced without any reported patient harm.